Manufacturer narrative:
The device was returned for analysis. The reported physical resistance / sticking-thumbwheel was able to be confirmed. The reported difficult or delayed activation-stent was unable to be replicated in a testing environment due to the condition of the returned device (stent previously deployed). Production record and corrective and preventive actions (CAPA) reviews were performed and revealed an indication of a product quality issue. Additionally, a review of the complaint handling database identified one other similar incident from this lot further investigation was initiated to investigate an increase in the absolute pro ll complaint rate for deployment related issues. The investigation found the deployment related issues to be associated with manufacturing causes resulting in an increase in frictional force between components (the outer member and I-beam) that interact during the stent deployment.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported the procedure was to treat a mildly calcified lesion in the left superficial femoral artery. The 6.0x150mm absolute pro self expanding stent system (ses) was advanced to the target lesion however the thumbwheel was difficult to turn, resulting in the stent deploying outside the target lesion. The procedure was completed using another stent. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.